Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 67 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, in scai stage e shock. The patient had underlying known coronary artery disease, but any other comorbidities are unknown. The pump was supporting when on day 2 there was a diagnosis made of a major bleed, gastrointestinal, that was surgically treated by embolization/coiling and the team held the anticoagulation. The hemoglobin level had dropped to 8.2g/dl. In addition, there was noted limb ischemia. No pulses were found prior to the embolization, but after the procedure the pulses were found by doppler. The pump support remained for 4 days and then the cp was weaned and explanted. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors. Anticoagulation necessary for the pump placement and support can contribute to bleeding.

Manufacturer narrative:
The cause of the ischemia and bleeding was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "the latest update on this patient is that the pump was successfully explanted yesterday (B)(6) 2026), and the patient was doing well post removal, per the bedside rn report. Unfortunately, the pump was discarded post removal by the account. Thanks for the follow up."